Event description:
It was reported that the insulin pump alarmed no delivery. It was reported that customer is experiencing high blood glucose levels leading to emergency room visit. Customer's blood glucose reading was between 317 and 494 mg/dl. Customer was not wearing the pump at the time of emergency room visit. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).